Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were sometimes had to be pressed twice. Customer stated that the insulin pump had no alarm for low insulin, battery life sometimes at less than a week, unexplained no delivery alarms necessitating re-prime and louder during rewind. No harm requiring medical intervention was reported. Customer does not required assistance with troubleshooting. The device will not be returned for analysis.